Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, resulting in the pump shutting down. There was no reported adverse impact to the customer. The customer continued to use current pump.